Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating:pt presented with elevated ldh, vad power spikes,tea-color urine and malaise.

Manufacturer narrative:
The report of suspected thrombus was confirmed. Examination of the returned pump showed thrombus formations surrounding the inlet bearing cup and the inlet bearing ball. There was some evidence of denaturing and minimal layering. Although these thrombi appeared to be present while the pump was operating, the time frame in which they developed could not be determined. In addition, a white, non-laminated deposition in the outlet stator, situated adjacent to the bearing ball was observed. Although the origin of this deposition and a duration for which it was present in the pump could not be conclusively determined, it did not appear to have developed in the outlet stator. The presence of these thrombi during pump operation would have potentially contributed to the report of elevated lactate dehydrogenase (ldh). In addition, they would have potentially caused additional resistance on the spinning rotor, resulting in elevated pump power. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. The pump was cleaned, reassembled, and functionally tested under normal operating conditions and operated as intended. A system controller was also received for evaluation and was found to function as intended. Additionally, the data log file was reviewed and no notable events were observed. No device related issues were identified during the system controller evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that in addition to elevated lactate dehydrogenase levels and pump powers, the patient also presented to the clinic with fatigue, malaise and tea-colored urine.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt presented to the clinic with an elevated lactate dehydrogenase level, elevation in pump power ranging up to 10 watts, and was admitted to rule-out pump thrombosis. With assistance from the MFR's tech services personnel, a review of the log file data showed that the pump speed parameter had been actively increased from 9400 to 10000 rpm. Further review of the log file data revealed an upward trend in pump power consumption and a very slight downward trend in pulsatility index. Subsequently, the pt underwent a pump exchanged. No other info was made available.